Event description:
6" roller pump working during set up, and occlusion checked pre-cpb. On cpb when turning on the pump, leds flashed and "speed setpoint error" visible on pump tile. User unplugged and re-plugged sap cable in, then leds flashed alternating red and yellow. Roller was swapped out and replacement worked instantly. Cpb was 0830-1130 and error occurred sometime during that period. Roller experiencing error was plugged into a secondary hlm for additional testing. The pump tile displayed "no pump location" and leds did not turn on. Hard reboot performed on qws, after which pump tile displayed "hardware fault". Alerts tab displayed the following: 3v3 under-voltage error (660); driver pcb mismatch fault (5); digi pot fault (101).

Manufacturer narrative:
Service history shows no prior issues. Upon receipt pump cover present some nicks and traces of liquid accumulation that has now dried. During initial testing confirmed that pump presents hardware error alert as soon as is attached to service frame and led flashes red and yellow. Logs review shows a communication issue between internal electronic boards of roller pump. During internal inspection found electronic boards damage caused by liquid ingress. Root cause determined to be accidental damage by liquid ingress from liquid/dripping bags above pump. Device is beyond economical repair. Device replaced.